Manufacturer narrative:
The biomedical engineer reported that the org experienced signal loss on multiple channels at the central nurse's station (cns). When the biomedical engineer checked the org, it was powered off. Powering on the org resolved the issue. The unit was in use on patients, however no patient harm was reported.

Event description:
The biomedical engineer reported that the org experienced signal loss on multiple channels at the central nurse's station (cns).